Event description:
Litigation papers allege: in (B)(6) 2009, patient was implanted with a depuy asr hip. Following her surgery, patient began suffering from discomfort and pain in her hip, had significantly elevated chromium and cobalt levels, and her physician concluded that her asr hip needed to be replaced. In (B)(6) 2011, patient underwent revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.